Event description:
During the left atrial flutter procedure, while inserting the catheter into the patient, the tip of the catheter fractured. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter shaft was found to be bent in multiple locations. No catheter tip fracture was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported catheter tip damage remains unknown. The cause of the observed bends remains unknown.